Event description:
It was reported that the customer received an altitude alarm that temporarily could not be cleared. The customer removed the cartridge, reinstalled, and insulin was resumed successfully. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.